Event description:
Caller reported that the pump displayed a message indicating ¿writing 1 or 0¿ when attempting to charge it via a computer, and it failed to power on or charge using any source. There was no adverse impact on the customer¿s blood glucose level. The customer tried various charging methods before contacting technical support, who decided to replace the pump. The replacement pump, with updated software, was shipped without a requirement for a delivery signature. Technical support provided instructions for returning the non-functional pump within 10 days to avoid charges and advised the caller on programming settings and connecting their cgm to the new pump. A backup insulin pump was used to ensure insulin delivery in the interim.